Event description:
It was reported the patient has been receiving inadequate coverage. In turn, an sjm representative met with the patient for reprogramming but resolution could not be obtained. Follow-up revealed an sjm representative met with the patient again for reprogramming. While being reprogrammed, the patient experienced painful stimulation near the kidney area. Yet again, reprogramming could not provide resolution. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.